Manufacturer narrative:
Additional information received indicated that: there was no reported product issue with the previously implanted smart control stents. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. The contrast to saline ratio was one to one (1:1). There was no reported difficulty advancing the catheter through the vessel or accessing the target lesion. The catheter was not ever in an acute bend. There was no reported difficulty crossing the target lesion. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), a 135 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter (bc) ruptured at fifteen atmospheres (15 atm.) During the second inflation. The bc was being used to post-dilate two previously deployed smart control stents: a 6 x 15 mm. And a 7 x 15 mm. The product was successfully removed from the patient. Another powerflexpro 6 x 15 bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the left superficial femoral artery (lsfa). The lesion was reported to be: a 99% stenosis, heavily calcified and mildly tortuous. The approach was made using a non-cordis sheath. Additional information has been requested.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), a 135 cm. Powerflex pro 6 mm. X 4 cm. Balloon catheter (bc) ruptured at fifteen atmospheres (15 atm.) During the second inflation. The bc was being used to post-dilate two previously deployed smart control stents: a 6 x 15 mm. And a 7 x 15 mm. There was no reported patient injury. The product was successfully removed from the patient. Another powerflex pro 6mm x 15mm bc was used to complete the procedure successfully. The target lesion was the left superficial femoral artery (lsfa). The lesion was reported to be: a 99% stenosis, heavily calcified and mildly tortuous. There was no reported product issue with the previously implanted smart control stents. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. The contrast to saline ratio was one to one (1:1). There was no reported difficulty advancing the catheter through the vessel or accessing the target lesion. The catheter was not ever in an acute bend. There was no reported difficulty crossing the target lesion. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available. The product was returned for analysis. One non-sterile unit of powerflex pro 6mm x4cm 135cm bc was returned. Per visual analysis no anomalies or damages were noted on the bc, which had also been inflated and deflated. A leak test was performed and the balloon was inflated at 15 atm and deflated with no leakage found. A device history record (DHR) review of lot 15826406 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿balloon - burst-at/below rbp (peripheral)¿ was not confirmed since no bursts or leakages were found during functional analysis of the returned device. Neither the DHR review nor the product analysis suggests that the event reported by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.